Event description:
Cna plugged in oxygen concentrator and received shock. Landed on buttocks with electrical shock complained of numbness and tingling. Right hand was weak, dizzy and unable to bear weight well. Sent to hosp ER for evaluation. Noted electrical cord cracked at junction of cord and plug. Removed from use immediately.